Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include degradation of parts, electrical issues, environmental temperature issues, maintenance issues, or other stresses. The most likely cause of this complaint is considered to be component failure that is either predictable or random, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited the adhesive on bending section cover had a chip. There was no patient involvement.